Event description:
A philips dreamstation auto CPAP device was returned to a third-party service center with no initial complaint reported by the user. There were no reports of serious injury, permanent impairment, or medical intervention associated with the event. Upon evaluation, the service center performed a visual inspection of the device. The inspection identified the presence of visible foam particles within the blower assembly, along with evidence of blower foam degradation. Dust contamination was also observed. No device error codes were identified during evaluation. Following inspection and assessment, the device was deemed unsuitable for further use and was scrapped by the service center. Based on the observed foam degradation and particulate contamination, the event is considered reportable under 21 cfr part 803 as it may be associated with a device malfunction and potential for serious injury.